Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that when shield is removed the needle hub separates. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9149933. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). As per investigation completed by manufacturing, "on 20nov2019, holdrege received a complaint, via a picture, from material 328468, batch 8344529. Visual inspection of the picture found the needle assembly detached from the barrel. No damage was observed on the barrel tip or hub. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the time-frame of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device which was noted during use. The following information was provided by the initial reporter: material no. 328468, batch no. 9149933. Verbatim: consumer reported, when she removes shield, needle hub separates stated, she is seeing "burr" on some needles reported, painful injection because of burr found on needles stated, she's finding bruising on her stomach. Incident date: unknown. Lot: 9149933. Expiration date: 2024-04-30. Item: 328468.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device which was noted during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9149933. Verbatim: consumer reported, when she removes shield, needle hub separates stated, she is seeing "burr" on some needles reported, painful injection because of burr found on needles stated, she's finding bruising on her stomach. Incident date unknown, lot: 9149933, expiration date: 2024-04-30, item: 328468.